Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the side frame is broken where the axle upright hits the lower frame rail on the right side.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, there was a broken weld at the bottom rear of the right side frame. An expanded evaluation was performed. Per the expanded evaluation report, the side frame break occurred at the weld around the circumference of the tubing at the bottom of the back cane where it is welded to the bottom tubing in front of the step tube area and below the lower wheel axle mount. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the side frame is broken where the axle upright hits the lower frame rail on the right side.